Event description:
Additional information received (B)(4) 2013 reported the two internal neurostimulators (ins)s were interrogated pre-operatively and found to be discharged due to inability to couple effectively when charging. It was noted neither of the inss were in over discharge. It was reported impedances were not checked pre-operatively. It was noted the leads were not disconnected from ins intra-operatively for impedance check due to good pain coverage last time stimulation was used. It was reported both inss were confirmed with fluoroscopy to be positioned correctly and not flipped prior to revision. It was noted both the pockets were revised to make batteries more superficial to improve coupling. It was reported the patient was instructed to charge to fifty percent and not turn on stimulation until then. It was noted a post-operative appointment was planned for reprogramming more efficient pain coverage. It was reported effective therapy was unable to be confirmed at time of the report. Additional information received approximately 7 weeks later reported the cause of the event was difficulty charging generators. The charging issue was due to patient weight gain. The patient was not hospitalized due to the event and she recovered without sequelae. The patient could recharge now without a problem.

Manufacturer narrative:
Product ID 37713, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator product ID 3888-45, lot# v434089, implanted: 2010-(B)(6), product type lead product ID 3888-45, lot# v434089, implanted: 2010-(B)(6), product type lead product ID 3888-33, lot# v287550, implanted: 2010-(B)(6), product type lead product ID 3888-33, lot# v273581, implanted: 2010-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 3550-39, lot# n243313, implanted: 2010-(B)(6), product type accessory product ID 3550-39, lot# n243313, implanted: 2010-(B)(6), product type accessory product ID 37743, serial# (B)(4); product type: programmer, patient product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 3708220, serial# (B)(4), implanted: 2010-(B)(4), product type extension product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6) product type extension product ID 3708160, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), product type lead product ID 37713, lot# serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were coupling issues. It was unknown if any action was required. Diagnostic testing included impedance testing and x-rays. The x-ray did suggest the stimulator had not flipped but the view was not definitive. Impedances were noted as normal. (B)(4) it was reported the stimulators were too deep. The representative attempted to charge but it was not the stimulators were too deep to recharge effectively. There were no symptoms or complications related to this event. Additional information received reported ¿scheduling revision.¿ it was noted that it was not scheduled as of the date of report. Additional information received reported that the patient¿s pocket revision was scheduled for 2013-(B)(6). Refer to manufacturer report # 3004209178-2013-20054.